Event description:
It was reported that when the surgeon tried to deploy the first anchor, the black button could not be advanced. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign- taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6; h10. The reported event was confirmed through product return. Visual examination of the returned product identified both products were cycled one time prior to arrival at our lab with the sutures and anchors remaining in the needle of both juggerstitch. Both black buttons were cycled one time and it was difficult to push both black buttons. Both anchors came out of both needles after cycling. After the anchors were out of the needles the black button was easy to cycle. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.